Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A replacement device was sent, and the patient is now alleging visualization of particles in the ds1 tubing and mask. The patient alleges headache (which made her quit her job), heavy breathing during use, daytime sleepiness, and on-and-off coughing; the patient's nose is black, and the nose piece is black. In addition, the patient has stated "this has gotten into my lungs now. There is no allegation of serious or permanent harm or injury. The patient stated they had a doctor's appointment scheduled the day they called the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A replacement device was sent, and the patient is now alleging visualization of particles in the ds1 tubing and mask. The patient alleges headache (which made her quit her job), heavy breathing during use, daytime sleepiness, and on-and-off coughing; the patient's nose is black, and the nose piece is black. In addition, the patient has stated "this has gotten into my lungs now. There is no allegation of serious or permanent harm or injury. The patient stated they had a doctor's appointment scheduled the day they called the manufacturer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were no error code found. The third-party service center conclude not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.